Event description:
The customer contacted baxter's technical service center to report a high drain/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria) on the homechoice pro (hcp) during use. The technical service representative (tsr) discussed the use of continuous ambulatory peritoneal dialysis (capd). The home patient (hp) is diabetic and on insulin or diabetes medication. Therapy was discontinued prior to completion of two (2) full cycles. The hp was informed that missed therapy together with insulin or diabetes-related medication use may cause blood sugar to fall, and was advised to talk with their nurse or health care professional immediately after the end of this call. There was a patient involved, but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet electrical performance specification requirements. A device history review was performed with no exceptions during manufacturing found. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was use error; the tidal total ultrafiltration (uf) removal was set too low. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Product surveillance (ps) spoke with the registered nurse (rn) on (B)(6) 2012 regarding the reported alarm. The nurse stated that she did not know about the alarm, but she stated that the patient's regular peritoneal dialysis (pd) nurse was on vacation and she may have been made aware of the alarm. She stated that as far as she knew, the patient did not have any other issues with therapy. She stated that the patient was in the clinic last week and was doing fine. She stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.